Manufacturer narrative:
Final analysis found an external insulation abrasion exposing the outer coil at 16.5 cm to 17.0 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. The abrasion found most likely contributed to the reported noise problem.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise which led to inappropriate mode switches. The lead was explanted and replaced successfully on (B)(6) 2016. The patient was stable.